Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. The device was evaluated upon receipt. It was confirmed that the device was having cooling issues. The mixing pump was replaced. Autofill cycle timed out. Device did not fill during first cycle attempt. The pm procedure was performed. The circulation pump was replaced. Complete the 2000-hour pm procedure on the device which includes servicing of the circulation pump and mixing pump, replacing the heater, replacing the drain valves, replacing the chiller evaporator outlet tube and the double bend manifold tube, and replacing the manifold o-rings. All applicable upgrades will be completed or verified complete. A post repair functional check and a ctu calibration will be performed. An electrical safety test will be performed. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was having issues cooling and wouldn't reach below 70f. Stated that they had a pad connected and a patient temperature simulator to test. Per additional information updated from ttm on 26aug2025, biomed had device that was not making cold water. They stated they no longer hears the "compressor turn on" and would like someone to come out and repair the device. Sn: (B)(6). Per sample evaluation results on 18dec2025, per wo autofill cycle timed out. Device did not fill during first cycle attempt (B)(4).

Event description:
It was reported that the biomed stated that the arctic sun device was having issues cooling and wouldn't reach below 70f. Stated that they had a pad connected and a patient temperature simulator to test. Per additional information updated from ttm on 26aug2025, biomed had device that was not making cold water. They stated they no longer hears the "compressor turn on" and would like someone to come out and repair the device. Sn: (B)(6). Per sample evaluation results on 18dec2025, per wo autofill cycle timed out. Device did not fill during first cycle attempt.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. The device was evaluated upon receipt. It was confirmed that the device was having cooling issues. The mixing pump was not replaced. Autofill cycle timed out. Device did not fill during first cycle attempt. The pm procedure was suggested. The estimate declined, returned and unrepaired. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was having issues cooling and wouldn't reach below 70f. Stated that they had a pad connected and a patient temperature simulator to test. Per additional information updated from ttm on 26aug2025, biomed had device that was not making cold water. They stated they no longer hears the "compressor turn on" and would like someone to come out and repair the device. Sn: (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.